Manufacturer narrative:
The investigation has been completed for the reported issue of priming issue. The device was not received for evaluation. The root cause of the priming issue was unable to be determined as no product or logs were returned for analysis. Field log was reviewed and no priming issue or high purge pressure was observed. Upon activation, and immediate high motor current pump stop was observed. The cause of the pump unable to start was unable to be determined since the device was not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported alarms while priming the device. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.